Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by visual inspection of receive photograph of the explanted liner which indicated wear. A portion of the rim of the liner was worn away. Xray review indicated advanced polyethylene liner wear with marked superolateral postion of the prosthetic femoral head. Bones were osteopenic. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign reporting source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision due to polywear approximately 35 years post implantation. Attempts were made to obtain additional information; however, none was available.